Manufacturer narrative:
The user facility's biomedical engineer checked the vaporizer, and the flow rate was operating normally which means there was no obstruction and no reduction of flow.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) reservoir blood turned dark in color due to lack of oxygen (o2). The perfusionist disconnected the epgs, brought in an o2 tank and attached an o2 tank directly to the reservoir. The surgical procedure was completed successfully. There was an unknown delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. Per data log review: there were no issues seen in the logs. Calibration was successful on (B)(6) 2025, the date of the reported complaint. The last known fraction of inspired oxygen (fio2) setpoint adjustment was 30-jan-2025 set to 87.2%. The flow was adjusted in the case from around 5 liters per minute (l/min) to around 1 l/min. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b1, b2, and b5.

Event description:
Per clinical review: on 24-feb-2025, the team at the user facility experienced a problem with their electronic patient gas system (epgs) during cardiopulmonary bypass whereby the reservoir blood turned dark due to lack of oxygen (o2). As a result, the perfusionist disconnected the epgs and changed to an o2 tank to finish the case. The procedure was completed successfully with no delay, no blood loss, and no adverse event.